Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer; patient product ID: (B)(6), serial # (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative (rep) on (B)(6) 2018-04-16, reporting that their relief was still not like their trial and the recharging did not seem to be as was presented. However, the rep stated that when they called back to set up an appointment, their spouse stated that they were able to charge just fine if they kept the recharger head over the ins. Additional information was received from the manufacturer representative (rep) on (B)(6) 2018, reporting that the patient had left a message with them today describing their recharging as inefficient and extended based on what they would both expect. They stated that they called the patient and asked them to call the repair team through patient services and see if that would help obviate (send a new recharger to resolve their recharge issues). The patient also mentioned again that they were not getting the relief they had during the trial, which was greater than 90 percent. The patient, rep and physician all understood that they may need to do a lead revision if nonsurgical reprogramming did not accomplish the pain relief. In the voicemail the patient left the rep they stated that on thursday night at 10:00 pm they had their battery charged to 100 percent. On 5:00pm friday afternoon, they got a warning that their battery was low, so at 5:30pm they started charging and had their charging unit (recharger) at 100 percent. At 8:30 pm, they had gotten the ins charged up to 90 percent. They stated that even though the recharger told them that their charging quality was excellent it took them three hours to charge to 90 percent. They also indicated that the only reason they stopped charging at 90 percent was because the recharger had drained out. They were perplexed and a little confused. They also mentioned that while they were charging the unit they had turned the battery off or turned the intensity down to zero as they thought it might charge the battery faster. They then stated obviously something else was going on, whether it was them or whether it was the internet, but it took them three hours to get to 90 percent. They stated that they still had their ins off now (this morning) and were trying to decide as they were going to have to turn it back on. The patient stated they were just a little depressed. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Correction: adverse event & product problem should have been selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that another rep saw the patient last on (B)(6) 2018. The other rep that saw the patient reported that they found that the adaptive stimulation was set only in the upright position, so it was possible when the patient was in the other positions (65 percent of time) they were not getting stimulation. It was reported that the issue of recharging the ins being inefficient/taking too long, and the ins draining quickly possibly occurred after the rep had changed their adaptive stimulation. The rep stated that they did not remember the patient complaining of this prior and they did review recharging and it was excellent and good. It was reported that the rep had called the patient twice afterwards to evaluate their relief, but they didn't have an answering machine so they had not been able to touch base with them yet. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the health care provider (hcp) reporting that the reporting hcp was uncertain what actions were taken to resolve the issue or if the issue resolved. The patient agreed to proceed with a revision of the right lead. Additional information from the consumer reported that it was believed the fault was not with the recharger but with the patient's inability to locate the implant accurately. There were no actions taken as the recharger was performing satisfactorily at the time of the report. It was reported that the leads were dislodged from their desired location and would be relocated. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that one of the patient's left lead had migrated/retracted below the t9/t10 disc. This was discovered at a post-op appointment when a fluoro x-ray image was taken of the patient's spine. It was noted that the right lead was still in the correct space and was programmed accordingly. The patient was to keep the rep updated on their pain relief. Depending on the level of pain relief, the lead migration may be inconsequential. Follow-up was conducted. No patient complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 97745, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that they were uncertain as to what actions were taken to resolve the charging problem of the recharger draining quickly and they were uncertain if the issue was resolved. They did not report the cause of the issue. It was reported that the patient had agreed to proceed with a revision of their right lead to resolve not having pain relief like their trial. It was reported that a right lead revision will be undertaken. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative noting that the cause was unknown, resolution was not known, and there had been no steps taken to resolve the issue at the time of the report. No further complications were reported.